Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies the device states: "pelvisoft biomesh should be stored at room temperature. Store unopened grafts at 2 degrees c - 38 degrees c (36-100 degrees f), and away from direct heat source. The expiration date for the pelvisoft biomesh is recorded on the shipping sleeve and the inner pouch label. The dispensing service or end user must maintain the tissue under appropriate storage conditions. Do not use the tissue past the date of expiration indicated on the shipping sleeve. Each implant has been sterilized by gamma irradiation and should not be resterilized, nor exposed to ethylene oxide or steam. Use of the pelvisoft biomesh is contraindicated for patients experiencing any of the following conditions: pregnancy, urinary tract infection, anticoagulant therapy, and/or infection in the operative field. Pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage,then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced mental and physical pain and suffering, has sustained permanent injury, and will likely undergo corrective surgery.